Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted into the patient on (B)(6) 2014 for cystocele repair. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the subject experienced urge incontinence and was treated with cephalexin. The event was reported as moderate in severity and has not yet resolved. The investigator assessed the event as not pelvic floor related, possibly related to the procedure, and not related to the device. On (B)(6) 2015, the subject experienced difficulty emptying her bladder and was treated with physical therapy. The event was reported as mild in severity and has not yet resolved. The investigator assessed the event as pelvic floor related, definitely related to the procedure and possibly related to the device. On (B)(6) 2015, the subject experienced dyspareunia, no treatment was given. The event was reported as mild in severity and has not yet resolved. The investigator assessed the event as pelvic floor related, definitely related to the procedure, and not related to the device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.